Manufacturer narrative:
(B)(4) date sent: 12/27/2023 d4: batch # unk a manufacturing record evaluation was performed for the finished device ech45l lot number a9dv4k and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic radical nephrectomy the stapler clamped down on the on artery, fired but did not retract. New device was used to complete the case with no patient harm. Device is available to be returned.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. Additional information was requested, and the following was obtained: the device was locked on the renal artery with jaws closed at the time of event. The jaws were not able to be opened by pulling the trigger. The home button was not pressed. The scrub tech instructed the resident physician on how to manually release the jaws with the plastic crank (he was only able to pump it 11/15 times). The laparoscopic port had to be removed along with the stapler out of the laparoscopic site in the patient's abdomen.

Manufacturer narrative:
(B)(4). Date sent: 2/16/2024. D4: batch # 590c28. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with the joint cover damaged and with an ecr45m reload present. The reload was received partially fired 3/4. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. The partially fired is consistent with an incomplete or interrupted cycle. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 590c28, and no non-conformances were identified.